Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported the string fell off her tampon upon removal leaving the tampon inside. She was unable to manually remove the tampon and had to seek medical attention to remove the tampon. Multiple attempts have been made to obtain further information however no further information has been received.